Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient's programmer has lost communication with the cable. He is getting a communication error and retry does not work. Additional information was received on (B)(6) 2021. Patient stated that his lead has dislodged. Patient stated that the wires/leads were loose. His device had a communication error. No further complications were reported.